Event description:
Pt had coronary artery bypass graft surgery with left internal mammary artery. Pt returned to or emergently for occlusion of l ima graft which surgeon felt was due to the clamp that had been used.